Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery/(B)(4)/ model #: 1650de/expiration date: 2018-05-31, (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller experienced a display error and power switching with one battery. The battery will be replaced and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection and functional testing. The battery was able to adequately provide power to a test controller. The log files of the controller in use during the reported event, (B)(4), revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any premature power switching events during the reported event date. As a result, the reported "power switching" event could not be confirmed. The reported "controller display error" event could not be confirmed as the controller was not available for analysis. However, a review of the controller log files revealed that a battery that depleted to 24% would sometimes increase to 25% once the controller switched to the secondary power source. The slight increase in capacity is likely the result of the controller normally switching to the secondary power source after the primary power source depletes below 25%, which decreases the load on the battery. The battery capacity display on the controller and battery is intended to light two (2) led indicators for capacities between 25-49% and one (1) led indicator for capacities below 25%. Based on the available information; a possible root cause of the reported increase in led lights on the controller can be attributed to a battery going from 24% to 25% capacity after the controller switched to the secondary power source. Additional products: battery / (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.